Manufacturer narrative:
A customer in germany encountered false positive cefoxitin screen results when testing multiple patient strains of staphylococcus aureus using ast-p619 lot# 4991550403. Upon retesting with fresh saline the discrepancy was not reproduced. On 24mar2021, lcs stated that during routine saline testing, it was determined that the saline was contaminated with pseudomonas. Isolate 4 initial vitek 2 testing (33005530101-1) on (B)(6) 2021 cefoxitin screen=positive repeat vitek 2 testing (33005530102-2) on (B)(6) 2021 cefoxitin screen=negative pbp2=negative fox disc 28mm s to summarize, all customer testing performed on 03mar2021 which resulted in cefoxitin screen positive results were not duplicated on repeat testing on (B)(6) 2021 which utilized fresh saline. Because the discrepancy was not reproduced and a pseudomonas contaminant was discovered, the strains were not requested. Ast-p619, lot 4991550403 met final qc release criteria. The lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of obtaining false positive (resistant) cefoxitin screen (oxsf) results for four (4) (B)(6) samples in association with the vitek® 2 ast-p619 test kit (ref 411944, lot 4991550403). The customer stated that the samples were from four (4) different patients. Repeat analysis with the vitek® 2 ast-p619 test kit obtained negative (susceptible) oxsf results. Disk diffusion and pbp2 testing were performed as alternative methods and obtained susceptible and negative results, respectively. The initial positive results were not reported to the physician. The customer indicated that there was a delay 24 hours in reporting the final results to the physician, but confirmed that this event did not lead to any adverse event related to any patient's state of health. A biomérieux internal investigation has been initiated.